Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support confirmed (tse) confirmed the customer was using a 30 degree endoscope which had orientation issue. The tse advised the customer to return the defective endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the boom was rotating in a wrong way during targeting. All settings were correct. The customer backed the system up, performed a sterile stow, attempted targeting again, and the system then functioned as expected. The customer was using an endoscope, which had orientation issue. The tse advised the customer to return the defective endoscope. The procedure was continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on enter button illumination exhibiting damage of the button pack assembly. The complaint regarding an orientation issue was confirmed by failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction.